Manufacturer narrative:
The implant date of the concomitant ipg (model mn20200) is unknown at this time.

Event description:
The patient ((B)(6)) is implanted with two leads as part of their drg system. It was reported during the patient's lead explant procedure (reference MFR. Report: 3008829311-2017-00171), the lead broke and the first contact of the lead remained in the patient's epidural space. The physician stated he had implanted the lead with the 'ball' tip which may have contributed to the issue. Effective stimulation was established with the second lead. The lead was implanted in 2014. The manufacturer has been unsuccessful in retrieving additional lead details.